Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead had stored episodes where it was suspected that anti-tachycardia pacing (atp) and shocks were inappropriately delivered due to atrial fibrillation (af) with rapid ventricular response (rvr). In addition, high out-of-range shock impedance measurements greater than 125 ohms were observed. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead had stored episodes where it was suspected that anti-tachycardia pacing (atp) and shocks were inappropriately delivered due to atrial fibrillation (af) with rapid ventricular response (rvr). In addition, high out-of-range shock impedance measurements greater than 125 ohms were observed. This ICD system remains in service. No additional adverse patient effects were reported. Additional information received reported that a recent shock impedance measurement of 100 ohms was observed on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. Per the clinic, the patient was prescribed medication to control the atrial fibrillation (af). This ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead had stored episodes where it was suspected that anti-tachycardia pacing (atp) and shocks were inappropriately delivered due to atrial fibrillation (af) with rapid ventricular response (rvr). In addition, high out-of-range shock impedance measurements greater than 125 ohms were observed. This ICD system remains in service. No additional adverse patient effects were reported. Additional information received reported that a recent shock impedance measurement of 100 ohms was observed on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. Per the clinic, the patient was prescribed medication to control the atrial fibrillation (af). This ICD system remains in service. No additional adverse patient effects were reported. Additional information was received that this rv lead exhibited a gradual rise in shock impedance measurements, eventually going out of range, indicating calcification. Technical services (ts) discussed reprogramming options. This rv lead remains in service at this time.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.